Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc freestyle libre 2 sensor. The customer experienced symptoms of redness, pus, and insertion site infection. The customer was seen at the emergency on (B)(6) 2022 where they were diagnosed with erysipelas and prescribed pyostacine 500mg and paracetamol 1mg as treatment. The customer further reported having a follow-up appointment on (B)(6) 2022 where pyostacine was stopped and augmentin was provided. No further information was provided. There was no report of death or permanent injury associated with this event.